Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact support if the malfunction code recurred, which the caller understood and acknowledged.